Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. Lot traceability was provided. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported: tee images showed normal left ventricular function with a heavily calcified aortic valve and mild aortic insufficiency (transvalvular velocities were not provided). Also present was at least moderate-severe (3+) mitral insufficiency due to segmental prolapse of the anterior leaflet from torn chordae tendineae attached to the posteromedial papillary muscle. A guidewire was placed across the aortic valve into the left ventricle. The wire appeared to constrain the opening of the anterior mitral valve leaflet which dramatically reduced not only the amount of regurgitation but also the volume of mitral inflow. A valvuloplasty balloon was positioned across the aortic valve into the left ventricular outflow tract. Microbubbles appear in the left atrium which likely correspond with ECMO (extracorporeal membrane oxygenation). A lotus prosthesis was positioned within the aortic annulus and deployed. After removal of the wire, mitral valve function returned to baseline (3+ mr). The aortic valve prosthesis appeared well seated with an estimated peak gradient of 8 mmhg and no evidence of paravalvular regurgitation. Left ventricular function remained intact at the close of the procedure. Additional information received by distributor: wire was in to deep in lv and was wrapped around chordae tendinea. Mds did not reposition due to emergency of case. Lost guide wire position in lv when removing delivery device.